Event description:
A surgeon reported one pt with a poor clinical outcome. A review of pt records indicates this pt's bcva decreased from 20/20 pre-op to 20/50 + in the right eye at approx 3 months post-op. At the 20 day post-op exam, the surgeon noted guttata od, epi-cells ou, ingrowth od and micro-striae ou. Punctum plugs were inserted ou. At 1.5 months post-op, the surgeon noted epi-ingrowth of both eyes, and a possible central island in the od. At 2.75 months post-op, the pt complained of double vision and headaches. The surgeion's notes indicate epi-ingrowth in both eyes and central island in the od.